Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos) with multiple ventricular tachycardia (vt) episodes monitored as well as non-sustained ventricular tachycardia episodes. There was also inappropriate shock. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.